Manufacturer narrative:
No conclusion code available. When connecting the generator to an external power source, the generator fans started and the unit booted up until there was a white screen and remained there. Additionally, the programmed stops were verified within the simulation of rf. The impedance was measured across all ports and determined to be within specification. No high impedance values were encountered throughout testing. Current and temperature were monitored with no errors or irregular heating periods detected. The cause of the problem was related to the upper assembly. The upper assembly was replaced which resolved the issue.

Event description:
Prior to the procedure, it was noted that there was no display on the neurotherm generator. The procedure was aborted and rescheduled for another day.